Event description:
Right antecubital IV catheter removed 9/30. Distal end of catheter noted to be missing as nurse removed. Stat chest xray performed. About 11/2 inches of catheter noted in distal lung, right lower lobe. Pt remained asymptomatic. Remaining section of catheter very rigid.